Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no related evidence but high-pressure messages. Visual inspection and downloading of the pump history log were performed. According to the investigation, the allegation was not confirmed, and no problems were reported regarding the pump.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, patient death was reported. The information received "**download and send data** pt. Expired" indicated no device malfunction or cause of patient death. No further information is available.